Event description:
The reporter stated, the surgeon attempted to insert an aq2015a silicone aspheric three piece lens, but the haptic broke. There was no patient contact.

Manufacturer narrative:
(B) (4).